Manufacturer narrative:
Additional narrative: additional patient identifier: (B)(6). Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Manufacturing location: (B)(6), manufacturing date: 07.nov.2014. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the threads of the threaded driving cap snapped off and became stuck inside the threaded hammer guide connector when the surgeon was malleting the nail in during a trochanteric fixation nail-advanced implantation procedure on (B)(6) 2017. All the fragments were removed with the instruments; nothing was left in the patient. The surgery was successfully completed with no surgical delay or harm to the patient. Concomitant devices reported: threaded hammer guide connector (part: 03.037.120, lot: 9229523, quantity 1); trochanteric fixation nail (tfn) (part number unknown, lot number unknown, quantity 1); mallet (part number unknown, lot number unknown, quantity 1). This report is for one (1) threaded driving cap this is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional patient information: patient¿s height reported as 5 feet 11 inches. A product development investigation was performed on the subject device. A visual inspection, device history record (DHR) review, and drawing review were performed as part of this investigation. The 03.010.523 lot number 9065777 driving cap was returned and reported to have broken intraoperatively. This condition is confirmed; the threaded tip sheared off into the guide connector approximately halfway down the threaded length. This complaint condition was likely caused by over two years of consistent use and possible rough handling during surgery or sterile processing; however, this complaint is not likely a result of any design or manufacturing related deficiency. No new malfunctions were observed during the course of this investigation. The returned 03.037.120 lot number 9229523 threaded hammer guide connector was received without allegation or identifiable complaint condition and therefore an investigation will not be performed for this part. The 03.010.523 driving cap is an instrument routinely used in the tfn advanced proximal femoral nailing system. The device was manufactured in 11/2014 and is over two years old. The balance of the returned device is fairly worn condition consistent with use with a hammer. Relevant drawing was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. The condition of the returned device does agree with the complaint description. Whether the complaint condition for this device can be replicated is not applicable for this condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.